Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported experiencing an allergic reaction during her 3 day wear of an adc freestyle libre sensor. Customer reported experiencing symptoms of skin irritation, a burning sensation, and bruising on (B)(6) 2018 and had contact with a healthcare professional who diagnosed the customer with contact dermatitis and prescribed an unspecified cortisone cream and cetirizine (antihistamine) tablet for treatment. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
No product has been returned. Extended investigation has been performed for the reported complaint there was no indication that the product did not meet specification. A DHR (device history review) for the freestyle libre sensor kit was reviewed and the DHR showed the freestyle libre sensor kit passed all tests prior to release. All review activities conducted above, including but not limited to the final release testing specifically associated with the manufacture of this product, are sufficient information in order to show if the product has met specifications prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed.

Event description:
Customer reported experiencing an allergic reaction during her 3 day wear of an adc freestyle libre sensor. Customer reported experiencing symptoms of skin irritation, a burning sensation, and bruising on (B)(6) 2018 and had contact with a healthcare professional who diagnosed the customer with contact dermatitis and prescribed an unspecified cortisone cream and cetirizine (antihistamine) tablet for treatment. There was no report of death or permanent injury associated with this event.